Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, de novo 90% stenosis in the mid left anterior descending artery. Reportedly, the 3.5 x 8mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured during first inflation at 12 atmospheres for 3 seconds. The balloon was deflated and removed out of the patient anatomy without any problems or resistance. Once outside the patient anatomy a pinhole rupture was observed. A non-abbott balloon catheter was used to complete the procedure. No resistance was felt during advancement to the lesion or removal from the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: nobori 3.5 x 12 mm; guide wire: sion blue; guide cath: hyperion 6fr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.